Event description:
Rotation locking catch has snapped. Item returned in loan kit. No other information given.

Manufacturer narrative:
The investigation confirmed that the locking catch had broken. A design change has been implemented for the locking catch under eco-193427. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation.